Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Device product code: jow.

Event description:
It was reported from the patient the cord is broken and it has snapped while unplugging. No adverse events have been reported as a result of this malfunction.